Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had a low blood glucose but no hospitalized. The customer's blood glucose level was 47 mg/dl. The customer states that her healthcare provider advised to call them when she is having low blood glucose due to her having neuropathy and being on the anti depresant/pain medicine that she takes at night before bed. The customer also states that calibrations error are occuring at night also.the customer states that she will contact the healthcare provider on monday. (B)(4).